Event description:
A malfunction alarm occurred, and no notable events were reported prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, even though it happened three or more times. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy. The pump was still under warranty, and arrangements were made for the customer to return the problematic pump with a pre-paid label.